Event description:
On (B)(6) 2009, the pt reported that the adhesive of her infusion sets do not properly stick to her skin. She stated that as a result she had to change the infusion site 4-5 times in one day. Upon follow up on (B)(6) 2009, the pt reported that all of the infusion sets were from the same lot and detached from her body within a "couple of hours." She stated that she is not using any new body products. She uses IV prep wipes and places an adhesive dressing over the infusion site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.